Event description:
Product is being used for botox injections/off label use nurse reported. Seeing clear liquid in the barrel of syringe prior to injection. Does not use syringes if clear liquid is seen. Lot: 2332730, 3254919, 3219226 catalog: 328438 date of event: unknown samples: yes samples will be coming in from all three lot numbers. No replacement going out. Cl.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.